Manufacturer narrative:
This report is submitted on october 05, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to poor sound quality. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on oct 31, 2023.